Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: additional information received from sales rep. What were the indications for surgery? Lung nodules. What is the surgeon¿s experience with the pvs device? Doctors have been using our material for over four years. What is the compressed width and thickness of the vessel? 2mm. What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were the hemostasis issues identified post operatively or intra operatively? Post-operative were any surgical clips used in the area of the device firing? After opening the shears, it was necessary to place a clip were there any difficulties with the device or staple formation during the initial procedure? No. What was the total estimated blood loss (ml)? Bleeding after opening the seal is estimated at 2 liters. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? No information. Was there calcification of tissue that impeded clamping or cutting? No information were there any pre-exiting patient conditions? Coagulopathy please provide a timeline of events. After the clamping of the vessels and artery, after 1 hour of the procedure the artery clamping opened. Two clips were placed in the site and there was hemostasis. In the case of the seal of the enseal, after 24 hours bleeding and opening of the seal were identified. Is there an autopsy report available? No. Is the surgeon interested in speaking with ethicon medical and engineering staff? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a segmentectomia , stapling using vascular charge in the artery became ´drooling´ for a while. They managed to stall but after, the staples fell by opening the stapling and there was leakage. The surgery was delayed by 40 minutes. The patient expired.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot#326d66 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: the issue was with the enseal that was the device with the one he did hemostasis once the stapler didn¿t work, the patient bled 24 hours post-op in the place he did the hemostasis with the enseal. The coagulation test of the patient were normal but one relative accepted that the patient have had a coagulopathy once in her life, which was no noted in her medical history. His question was related to bleeding cases hours after using the enseal and if there is a restriction to use enseal in patients with coagulopathy. An external rapid response call will be scheduled.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. Additional information was requested and the following was obtained: an external rapid response call was held on (B)(6) 2025 to include post market surveillance, customer quality, medical safety, research and development, quality, the local team and the operating surgeon to discuss the hemostasis issue and the patient¿s unfortunate passing. The surgeon provided a summary of the events. When stapling and cutting the bronchi during the right lobectomy, it started to bleed. He had to open the surgery to put some clips in to stop the bleeding. After completing the procedure, the patient went to the ICU. The intubation tube was removed the next morning. In the afternoon, the surgeon told the patient about the procedure. At about 8pm the patient had cough and seizers and bled 1.5 liters of blood. He took the patient back into surgery. He saw that the artery where the enseal was used in the original procedure (not the stapler) was bleeding. It was a different vessel than was bleeding in the original procedure. The surgeon attempted to suture the bleed, but the patient ultimately passed. Patient had coagulopathy issues in the past, but this was not known during either procedure.